Event description:
Drug/diluent: ropivacaine. Fill volume: unk. Flow rate: 3 ml/hr. Procedure: knee replacement. Cathplace: femoral nerve. Reference 2026095-2012-00135 ((B)(4)). It was reported that two pumps with the same log number had a bolus button that would not stay down. There was pt contact, but there was no adverse event.

Manufacturer narrative:
Method: sample will not be returned. Results: no sample was received for evaluation and investigation. Without the actual product a complete analysis cannot be conducted. Conclusion: although no sample was received for investigation and evaluation this product is under recall. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release.